Event description:
It was reported that the patient was hospitalized over night due to high blood glucose (bg) levels >500 mg/dl, and acid vomiting, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the doctor removed the pod and noticed that the cannula had dislodged from the infusion site. As treatment, the patient was placed on an intravenous (IV) of fluids and insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.